Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter, therefore no product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed reporting she had had two toothbrushes break during brushing which resulted in small parts. No injury was reported.